Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen, cuts and electrocautery damage was noted in several locations in the lead insulation. Laboratory analysis could not confirm the clinic observations and concluded that the damage to the insulation was a result of the explant procedure.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged approximately three months ago and was programmed off. Subsequently, an invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.